Manufacturer narrative:
Follow-up information received on 22-apr-2016: quality-safety evaluation of product technical complaint: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this case report under litigation refers to a female plaintiff who had essure inserted and experienced cramping in the lower abdominal area, chronic pelvic pain and dyspareunia. She had her uterus and cervix removed but had post-operative internal bleeding and underwent another operation. Later, she had bleeding (interpreted as genital bleeding) and still had pelvic pain. She had multiple surgeries to treat adhesions (interpreted as pelvic adhesions), dyspareunia and pelvic pain and a cyst in vaginal cuff was removed. Finally, 4 years after essure insertion, she had her fallopian tubes and ovaries removed along with essure coils. Slowly, her symptoms of chronic pelvic pain and dyspareunia began to resolve. All these events are serious due to their medical importance. Pelvic, abdominal lower pain, dyspareunia, post procedural bleeding and genital bleeding are the only listed events in the reference safety information for essure. Although pelvic adhesions could be an alternative explanation for the pelvic pain, dyspareunia and lower abdominal pain, since the removal of these adhesions did not improve these symptoms but improved after essure removal, a causal relationship with essure cannot be excluded. Since there is no alternative explanation for the genital bleeding it was also considered related to essure. The post-operative internal bleeding was also assessed as related, since it occurred after a procedure performed to treat an essure-related event. However, considering the localized action of essure in the fallopian tubes and the nature of vaginal cyst and pelvic adhesions, these events are assessed as unrelated to essure. This case is regarded as incident since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on (B)(6)-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6)-2010. On (B)(6)-2010, the plaintiff contacted the physician office requesting additional pain medication because she was still experiencing pain four days after the essure procedure. On (B)(6)-2010, she visited the physician complaining of pain and cramping in the lower abdominal area, the physician prescribed toradol to manage the pain. On (B)(6)-2010, the hsg (hysterosalpingogram) confirmation test was completed and revealed tubal occlusion. Eleven days later, on (B)(6)-2010, she had a consult with physician regarding the possibility of a hysterectomy because she was still experiencing severe pain and cramping. On (B)(6)-2010, the plaintiff had her uterus and cervix removed in an attempt to treat dyspareunia and pelvic pain, among other things. The essure coils and fallopian tubes were left in place. On (B)(6)-2010, she underwent yet another operation to determine the source of post-operative internal bleeding. Blood was removed and a small hematoma was noted. On (B)(6)-2010, she had an abdominal CT scan to evaluate complaints of bleeding and pelvic pain. The results of the scan showed some inflammation, but were otherwise normal. Of note, the ovaries and adnexa were considered normal with minimal peritoneal fluid noted. On (B)(6)-2010, the plaintiff presented to the physician still complaining of right-sided pelvic pain. Medication was prescribed. She followed up with the physician on (B)(6)-2010, still complaining of pelvic pain. A diagnostic laparoscopy was scheduled. On (B)(6)-2010, the physician performed yet another operation, this time to treat adhesions, dyspareunia, and pelvic pain. Plaintiff had an ultrasound on (B)(6)-2011, to evaluate her complaints of right-sided pain. She returned on (B)(6)-2011, still complaining of pelvic pain; medication was prescribed. On (B)(6)-2011, the plaintiff returned to the physician because she was still experiencing pain. Another diagnostic laparoscopy was scheduled. On (B)(6)-2011, she underwent another surgery. Adhesions were taken down and the rest of the findings were normal. On (B)(6)-2011, the plaintiff went to an emergency room due to right lower quadrant abdominal pain. She followed up with her physician and medication was prescribed. On (B)(6)-2012, she again sought treatment from due to right-sided pain. A CT scan was ordered which produced normal findings. On (B)(6)-2013, she sought treatment for right-sided pain. Another diagnostic laparoscopy was scheduled. On (B)(6)-2013, the physician performed the surgery due to chronic right-sided lower quadrant pain. Again, adhesions were taken down and a small cyst was removed from her vaginal cuff. The right ovary was normal without any gross mass or lesions noted. On (B)(6)-2014, the plaintiff again called the physicians office complaining of pelvic pain. She was advised to take advil or motrin. Finding no relief from the advil or motrin, plaintiff contacted another physician for further evaluation. At her first visit, she informed him of her essure implants. During initial consultation, he gave three potential options to treat her chronic pelvic pain. The first option offered was to continue on the medications that she was taking; next plaintiff was told that he could remove one ovary and fallopian tube. The final option was to take out both ovaries and fallopian tubes. Because plaintiff had already undergone so many surgeries for chronic pelvic pain, she opted for the latter option. On (B)(6)-2014, the plaintiff had her fallopian tubes and ovaries removed. At this time, the essure coils were removed. Slowly, plaintiffs symptoms of chronic pelvic pain and dyspareunia began to resolve. While plaintiff still suffers from occasional pain, the symptoms largely resolved after essure was removed. Company causality comment: this non-medically confirmed spontaneous case report under litigation refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced cramping in the lower abdominal area, chronic pelvic pain and dyspareunia. She had her uterus and cervix removed but had post-operative internal bleeding and underwent another operation. Later, she had bleeding (interpreted as genital bleeding) and still had pelvic pain. She had multiple surgeries to treat adhesions (interpreted as pelvic adhesions), dyspareunia and pelvic pain and a cyst in vaginal cuff was removed. Finally, 4 years after essure insertion, she had her fallopian tubes and ovaries removed along with essure coils. Slowly, her symptoms of chronic pelvic pain and dyspareunia began to resolve. All these events are serious due to their medical importance. Pelvic, abdominal lower pain, dyspareunia, post procedural bleeding and genital bleeding are the only listed events in the reference safety information for essure. Although pelvic adhesions could be an alternative explanation for the pelvic pain, dyspareunia and lower abdominal pain, since the removal of these adhesions did not improve these symptoms but improved after essure removal, a causal relationship with essure cannot be excluded. Since there is no alternative explanation for the genital bleeding it was also considered related to essure. The post-operative internal bleeding was also assessed as related, since it occurred after a procedure performed to treat an essure-related event. However, considering the localized action of essure in the fallopian tubes and the nature of vaginal cyst and pelvic adhesions, these events are assessed as unrelated to essure. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), abdominal pain lower ("pain and cramping in the lower abdominal area/still experiencing severe pain and cramping"), post procedural haemorrhage ("post-operative internal bleeding"), depression ("psychological or psychiatric problems condition: depression"), internal haemorrhage ("post-operative internal bleeding"), gastric haemorrhage ("small hematoma / hematoma in stomach"), scar ("scar tissue"), cholecystectomy ("gallbladder removal"), genital haemorrhage ("bleeding"), pelvic adhesions ("adhesions") and vaginal cyst ("small cyst in vaginal cuff") in a 23-year-old female patient who had essure (batch no. 654842) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced procedural pain ("still experiencing pain four days after the essure procedure"). On (B)(6) 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced post procedural haemorrhage (seriousness criteria medically significant and intervention required), internal haemorrhage (seriousness criteria medically significant and intervention required) and gastric haemorrhage (seriousness criterion medically significant) with nausea and abdominal distension. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), depression (seriousness criterion hospitalization), scar (seriousness criterion medically significant), cholecystectomy (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic adhesions (seriousness criterion medically significant), vaginal cyst (seriousness criterion medically significant), inflammation ("inflammation"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urticaria ("hives"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflex"), alopecia ("hair loss"), vulvovaginal pain ("vaginal pain") and swelling ("swelling"). The patient was treated with ketorolac tromethamine (toradol), ibuprofen (advil), ibuprofen (motrin), surgery (total hysterectomy (uterus and cervix removed)), surgery, surgery, surgery, surgery, surgery, surgery, surgery and surgery. Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia, abdominal pain lower, female sexual dysfunction and vulvovaginal pain was resolving, the procedural pain, post procedural haemorrhage, depression, internal haemorrhage, gastric haemorrhage, scar, cholecystectomy, genital haemorrhage, pelvic adhesions, vaginal cyst, inflammation, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, urticaria, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, dysmenorrhoea, vaginal discharge, weight increased, gastrooesophageal reflux disease, alopecia and swelling outcome was unknown and the fatigue had resolved. The reporter considered abdominal pain lower, alopecia, bladder disorder, cholecystectomy, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastric haemorrhage, gastrooesophageal reflux disease, genital haemorrhage, headache, inflammation, internal haemorrhage, menorrhagia, migraine, mood swings, pelvic adhesions, pelvic pain, post procedural haemorrhage, procedural pain, scar, swelling, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal cyst, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Abdomen scan - on (B)(6) 2010: some inflammation. Computerised tomogram - on (B)(6) 2012: normal findings. Hysterosalpingogram - on (B)(6) 2010: tubal occlusion. (B)(6) 2010 had her uterus and cervix removed. The essure coils and fallopian tubes were left in place. (B)(6) 2010 unknown operation: blood was removed and a small hematoma was noted (B)(6) 2011 surgery unknown: adhesions were taken down and the rest of the findings were normal (B)(6) 2013 surgery unknown: again, adhesions were taken down and a small cyst was removed from her vaginal cuff. The right ovary was normal without any gross mass or lesions noted. (B)(6) 2014 had her fallopian tubes and ovaries removed. At this time, the essure coils were removed. Still suffers from occasional pain, the symptoms largely resolved after essure was removed. Patient had undergone essure confirmation test. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Events- "hormonal changes describe: mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, hives, bladder problems or changes, urinary problems or changes, migraines, headaches, nausea, dental problems, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain, gastrointestinal or digestive system condition type: acid reflex, hair loss, vaginal pain,bloating,scar tissue, gallbladder removal", lot number, concomitant condition added from pfs. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), abdominal pain lower ("pain and cramping in the lower abdominal area/still experiencing severe pain and cramping"), post procedural haemorrhage ("post-operative internal bleeding"), depression ("psychological or psychiatric problems condition: depression"), internal haemorrhage ("post-operative internal bleeding"), gastric haemorrhage ("small hematoma / hematoma in stomach"), scar ("scar tissue"), cholecystectomy ("gallbladder removal"), genital haemorrhage ("bleeding"), pelvic adhesions ("adhesions") and vaginal cyst ("small cyst in vaginal cuff") in a 23-year-old female patient who had essure (batch no. 654842) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy and tonsillectomy. *no cholelithiasis, pericholecystic fluid. Concurrent conditions included body mass index normal, adenomyosis uteri, breast pain, endometriosis, ovarian cyst, swelling of feet, irritable bowel syndrome, breast pain, hot flashes, night sweats and epigastric pain. Concomitant products included leuprorelin acetate (lupron) and lisinopril since 2012. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced procedural pain ("still experiencing pain four days after the essure procedure"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In 2010, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criteria medically significant and intervention required), depression (seriousness criterion hospitalization), internal haemorrhage (seriousness criteria medically significant and intervention required), gastric haemorrhage (seriousness criterion medically significant) with nausea and abdominal distension, mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urticaria ("hives"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), fatigue ("fatigue"), weight increased ("weight gain"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflex") and alopecia ("hair loss"). On an unknown date, the patient experienced scar (seriousness criterion medically significant), cholecystectomy (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic adhesions (seriousness criterion medically significant), vaginal cyst (seriousness criterion medically significant), inflammation ("inflammation"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vaginal discharge ("vaginal discharge"), vulvovaginal pain ("vaginal pain") and swelling ("swelling"). The patient was treated with ketorolac tromethamine (toradol), ibuprofen (advil), ibuprofen (motrin), surgery (total hysterectomy (uterus and cervix removed) and salpingectomy), surgery, surgery, surgery, surgery, surgery (blood transfusions in 2010), surgery, surgery and surgery. Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia, abdominal pain lower, female sexual dysfunction and vulvovaginal pain was resolving, the procedural pain, post procedural haemorrhage, depression, internal haemorrhage, gastric haemorrhage, scar, cholecystectomy, genital haemorrhage, pelvic adhesions, vaginal cyst, inflammation, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, urticaria, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, dysmenorrhoea, vaginal discharge, weight increased, gastrooesophageal reflux disease, alopecia and swelling outcome was unknown and the fatigue had resolved. The reporter considered abdominal pain lower, alopecia, bladder disorder, cholecystectomy, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastric haemorrhage, gastrooesophageal reflux disease, genital haemorrhage, headache, inflammation, internal haemorrhage, menorrhagia, migraine, mood swings, pelvic adhesions, pelvic pain, post procedural haemorrhage, procedural pain, scar, swelling, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal cyst, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 180 lbs. Trailing coils left 4, right 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Abdomen scan - on (B)(6) 2010: some inflammation computerised tomogram - on (B)(6) 2012: normal findings hysterosalpingogram - on (B)(6) 2010: occlusion of the fallopian tubes (B)(6) 2010 had her uterus and cervix removed. The essure coils and fallopian tubes were left in place. (B)(6) 2010 unknown operation: blood was removed and a small hematoma was noted (B)(6) 2011 surgery unknown: adhesions were taken down and the rest of the findings were normal (B)(6) 2013 surgery unknown: again, adhesions were taken down and a small cyst was removed from her vaginal cuff. The right ovary was normal without any gross mass or lesions noted. (B)(6) 2014 had her fallopian tubes and ovaries removed. At this time, the essure coils were removed. Still suffers from occasional pain, the symptoms largely resolved after essure was removed. Patient had undergone essure confirmation test. Concerning the injuries reported in this case, the following one/ones were reported via medical records confirming events abdominal pain lower, pelvic pain, migraine, headaches, nausea and diarrhea, vomiting. Quality-safety evaluation of ptc: unable to confirm defect . Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs